Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: evaluation is based on the description solely. It is not possible to conclude an exact root cause of the event without images. No indication of why "the filter would not expand well" initially, but the filter may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or not placed in ivc. Under normal conditions, ivc< 30 mm, the radial force of the filter will secure that the filter legs attach to ivc. Unknown why filter "released without intention" during second attempt. However, it is possible that the safety button was loosened during first attempt. Consequently, the filter could detach if release button was pushed by mistake. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted the filter from the right jugular and had the filter out of the sheath tip. However the filter would not expand well, so he advanced the sheath over the filter. He repeated the same movement, then filter became released without intention. The physician decided to leave the filter as it is and completed the procedure. Additional information received 15apr2013: the filter legs expanded fine and no migration was confirmed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.